Event description:
This complaint is from a clinical study. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation ((1)2mm/8atm (2)3.5mm/8atm) and post-dilatation (4mm/10atm) were performed with balloon catheter (brand unk). Optimo (9f, 90cm) was used for the procedure. Two hours after the cas procedure, the pt developed hyper-perfusion syndrome with symptom of significant restlessness. No bleeding was confirmed. Propofol and nicardipine hydrochloride were administered and he recovered 10 days later. According to the physician, this was occurred due to the increased cerebral blood flow. There was no neurological symptom and the pt is out of the hospital now. The target lesion was right internal carotid artery. The pt was male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 97%.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13408833 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13408833. Hyper-perfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyper-perfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and pt factors may have contributed to the reported event.